Manufacturer narrative:
Other text: h10 ?device evaluation: one cadd solis hpca pump was returned for investigation in used condition. There was no evidence of the reported product problem in the event history log (ehl). Three delivery accuracy tests were performed, and the pump was found to be over delivering according to the manufacturing specifications. The customer reported was therefore verified during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor on the pump was trimmed to address the product problem.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device was a failed united and also inaccurate. No further information is available.